Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by difficulty draining coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with ceftazidime (1g, daily for five days, ip) and vancomycin (1g, once, ip). Later, treatment with ceftazidime and vancomycin was discontinued. The patient was hospitalized for three days before being discharged. On an unknown date, the patient was retrained on the proper aseptic technique. Five days after being discharged from the hospital, the patient started treatment with ceftazidime (1g, daily for five days, ip). At the time of this report, the patient was fully recovered from peritonitis. No additional information is available. This report is 4 of 4.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number 13d10h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).